Event description:
Boston scientific received information that the patient with this pacemaker was experiencing palpitations and shortness of breath while at rest and for intermittent periods of time. The device was interrogated and revealed that it was pacing at an elevated rate. The high rate pacing caused the patient to experience an increasing shortness of breath, which in turn resulted in the minute ventilation programming to continue the high pacing rate. The device was reprogrammed from a rate response mode to ddd, which resolved the issue. No adverse patient effects were reported, and the patient only complained of palpitations and shortness of breath. The patient was able to go home after the device was reprogrammed to turn off the minute ventilation. It did not appear that there were any outside interference causing the high rate pacing.

Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.